Event description:
Following a magnetic resonance imaging (MRI), the device as found to be in backup operations (bvvi). The device has not been programmed into MRI mode. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences.